Event description:
Patient was in for lap roux gastric bypass. Surgeon used ethicon echelon flex60 long60a and had problems with two reloads catalog # ecr60b x2. He had fired the echelon five times without problem. On the 6th firing, he began to fire the unit, thought he felt resistance as though something was between the tissue too thick for the stapler (maybe the bougie passed down the esophagus by anesthesia), so he aborted the firing. He placed the 7th load, repositioned and fired, but only got a partial firing. Devices, reloads and wrappers saved. Surgeon over sewed the area where the staples failed and will continue to monitor patient.manufacturer response for stapler, surgical, echelon flex long 60: have not heard back yet.manufacturer response for stapler, reload, surgical, echelon flex long 60: have not heard back yet.